Manufacturer narrative:
The investigation determined that a lower than expected carbamazepine (crbm) result was obtained from a patient sample when processed using vitros chemistry products crbm slides lot 3946-0106-3419 in combination with a vitros 5600 integrated system. The assignable cause of this event was determined to be user error associated with pre-analytical sample handling. The customer indicated the sample was stored frozen and it was suspected the sample was not completely thawed to room temperature or mixed thoroughly prior to testing. A review of quality control performance at the time of the event indicated acceptable quality control results were obtained from vitros and non-vitros controls. Therefore, an issue with the vitros crbm reagent lot was not a likely contributor to the event. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros crbm lot 3946-0106-3419. While there was no confirmation of instrument performance, the issue was isolated to one testing event right after the samples had been thawed. It was concluded that an instrument issue is not likely a contributor to the event.

Event description:
A customer reported a lower than expected carbamazepine (crbm) result obtained from a single patient sample processed using vitros chemistry products crbm slides on a vitros 5600 integrated system. Patient sample result of 27.0 umol/l vs. An expected result of 41.5 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected result was obtained as part of a lot to lot patient correlation and was not reported outside the laboratory. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).